Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose was unknown mg/dl. The customer stated has a black mark on the screen. The customer stated that the device was not dropped nor bumped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump received with missing segments due to cracked and bleeding lcd glass, minor scratches on display window and cracked reservoir tube lip.